Manufacturer narrative:
The MFR's service rep performed an onsite investigation. The collimator iris needs to be replaced. The collimator iris was ordered. No conclusion can be drawn as repair info is unavailable.

Event description:
The customer reported that the monitor screen was black on the stenoscop system. No pt injury was reported.